Manufacturer narrative:
Additional information as received that the erroneous results were released to the doctor. However, all results were amended the same day and no treatment or misdiagnosis was based on the erroneous results.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable elecsys probnp ii immunoassay results after preventive maintenance was performed on the analyzer. A calibration was performed after the maintenance and qc passed, but was biased low. Patient samples were then tested. Later, the customer attempted to recalibrate the assay, but the calibration failed. A low signal was noted on the calibration so the customer performed multiple measuring cell preparations. The field service representative changed the measuring cell, but realized there was a problem with the bead mixer not turning. A type of belt had been installed on the bead mixer which was thicker and harder. The issue was resolved by replacing the belt and ensuring it was placed properly. Calibration and qc were then acceptable. Of the data provided for six patient samples, only the results for one patient were discrepant. The initial result was 6.00 pg/ml and the repeat result was 1701 pg/ml. Information concerning if any erroneous result was reported outside the laboratory was requested, but it was not provided. There was no allegation of an adverse event. The reagent lot number was 209223. The expiration date was requested but was not provided.